Event description:
Related manufacturer reference number: 3006705815-2022-17906. It was reported that the patient had wound dehiscence at the ipg and lead site. Surgical intervention took place on (B)(6) 2022 where the ipg and lead were explanted to address the issue. The wounds were closed during surgery and the patient is being treated with IV antibiotics.

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.